Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to gastro duodenal anastomosis during an open gastrectomy, the anvil was difficult or unable to load. Another device was used to complete the case. There was no patient injury.